Event description:
It was reported that sample leakage occurred after use with 100 bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes. Patient information is unknown. The following information was provided by the initial reporter: blood leakage of tubes.

Manufacturer narrative:
H.6. Investigation summary bd had not received samples, but 2 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for blood stopper leakage with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sample leakage occurred after use with 100 bd vacutainer® 4nc 0.129m 0.4 ml blood collection tubes. Patient information is unknown. The following information was provided by the initial reporter: blood leakage of tubes.